Event description:
It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the implantable cardioverter defibrillator exhibited over-sensing triggered by crosstalk. The device was explanted and replaced due to elective replacement indicator (eri). Programming changes were performed on new device. The patient was discharged.

Manufacturer narrative:
The reported event of crosstalk was confirmed via device image but was not determined to be due to a device anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found that the battery depletion was normal based on the device usage.